Event description:
Information received by medtronic indicated that the customer reported that customer was trying to change the battery and the copper piece from the battery cap fell out and having hard time to put it back. The pump is making some grinding noise. Its been happening for 2 weeks now. Troubleshooting was performed and replacement cap has been sent to the customer. The product has been returned for analysis.

Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, label damage, and battery cap contact missing. Cosmetic damage was confirmed where scratched case, pillowing keypad overlay, label damage side was noted. Battery cap cracked/damaged confirmed where battery cap contact missing was noted. Unit received was properly tested using a test battery cap. Grinding noise not confirmed during testing.